Manufacturer narrative:
Films review summary: the exact cause of the damage observed to the trigger of the delivery system slider mechanism could not be determined from the pre-implant films provided. Images during the attempted implant were not returned for review, and complete CT¿s were not provided for a complete assessment of the patient¿s anatomy. A returned pre-implant 3d-CT film report revealed that the patient had a tortuous abdominal aorta that contained significant vessel thrombus. The proximal neck diameter ranged from 19.5 ¿ 17 ¿ 22 mm along a 17 mm length neck, and the neck was moderately angulated to ~60 deg lt-rt max. The distal aortic diameter measured 21 mm with moderate calcification observed primarily at the origin of the right common iliac artery. The iliac arteries were non-tortuous and mildly calcified, and were of large caliber, but both common iliacs tapered down to 9 ¿ 10 mm in diameter at their distal end near the iliac bifurcation. It is unclear if the patient¿s anatomy, small angulated neck and the calcified right common iliac origin, may have contributed to this event. It is possible that may have been a user/procedural issue, or a device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was planned to be implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the stent graft delivery system was damaged. Per images returned, the trigger of the delivery system was noted to be broken off. It was reported there were no consequences to the patient and the device was replaced. There was no damage noted to the packaging. It was also reported that there was difficulty inserting/removing the device and that deployment was attempted using both the trigger and the screw gear. It was reported it was unknown when the trigger broke off. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported that when the release wouldn't work, a greater force was used that caused the trigger to break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the trigger component detached from the device handle. The trigger material was jagged and uneven at the break site. Indentions similar to clamp marks were visible on both sides of the trigger. Indentations were visible on the external slider suggesting the trigger may have moved side to side prior to breaking. There was no further damage observed to the device. Photo evaluation summary; two photos were received from the account. The photos show the device in the product tray and pouch with the detached trigger. There is blood visible in the proximal graft cover and on the front grip.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: PMA # omitted in initial report. If information is provided in the future, a supplemental report will be issued.